Manufacturer narrative:
A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unit received with minor scratched display window, cracked case at display window corner, cracked display window, cracked battery tube threads and missing reservoir tube o-ring. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states

Event description:
The customer reported via phone call that the insulin pump had cracks near the reservoir window. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.